Manufacturer narrative:
No patient information available. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the display became difficult to read and smoke was observed during a case. There was no patient injury.

Manufacturer narrative:
The customer declined ge service. No repair information available.